Event description:
Boston scientific was notified that during the procedure the gdc 10-soft 2d sr 2-diameter stretch resistant synerg detection circuit was inserted into the aneurysm smoothly, and it was set to the detachment point wihout moving the aneurysm. Though the electricity was turned on the voltage showed over 10v soon after, the current did not improve. It was pulled out because the physician tried 3 times and the condition did not change. When the device was checked it was noticed that the main coil had been detached.